Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a chipped top case, damaged bottom case, and cracked plunger case. A review of the device¿s event history log found a ¿check clutch/plunger lever¿ error and a ¿pump motor drive off post¿ error. To conduct functional testing an occlusion and flow test were performed. Upon testing, the reported problem for the check clutch/plunger was duplicated, but couldn¿t duplicate the motor drive post error. The clutch halves lead screws and springs were replaced. The battery was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a motor system drive failure and a check clutch error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information stated there was no adverse patient effects.